Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The device generated an 0x1c expiration alarm after 80 hours of operation. This is a safety feature and does not indicate a device failure the cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose exceeded 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. Upon removal, it was noticed that the site was irritated and the patient was unsure if the cannula was properly inserted into the skin. A new pod was applied to treat hyperglycemia.